Manufacturer narrative:
Conclusion: the finetuner echo, which was given as a replacement unit to the user, was returned for investigation due to not functioning i.e. Frozen screen, unable to pair/reset. Device investigation showed damage most likely caused by mechanical stress and a missing component needed for pairing, which may have been inadvertently exerted during final assembly and/or device usage, leading to the reported issue. Electrical inspection could not be performed because of the observed failures. No injury was reported. This is a final report.

Event description:
A finetuner echo which was given as replacement device to the user had a frozen screen and was unable to pair/reset.

Event description:
A finetuner echo with a frozen screen was observed by the user. A new battery and additional troubleshooting were tried, unfortunately unsuccessfully.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.